Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited 'noisy' r/s and hv electrograms associated with oversensing and pacing inhibition.